Event description:
It was reported that "the catheter" from an ultrathane cope nephroureterostomy set could not be removed from the stent. It is believed that "catheter" is referring to the stiffening cannula, which was difficult to remove from the stent during a ureteral stent placement. They reported that the stent and "catheter" were cut to remove from the patient. The procedure was completed successfully with a new same type of device. No adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.

Manufacturer narrative:
E3: occupation: ir manager. H3: device evaluated by mfg? Device evaluation anticipated but has not begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: d9, h3 - the device was not returned for evaluation. Investigation ¿ evaluation: it was reported that "the catheter" from an ultrathane cope nephroureterostomy set could not be removed from the stent. It is believed that "catheter" is referring to the stiffening cannula, which was difficult to remove from the stent during a ureteral stent placement. They reported that the stent and "catheter" were cut to remove from the patient. The procedure was completed successfully with a new same type of device. No adverse effects or additional procedures for the patient were reported due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, specifications, and quality control procedures for the device were conducted during the investigation. Cook only received one pouch with no product. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and the related subassembly lots did not reveal any related quality control discrepancies. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [t_nucl_rev5] ¿multipurpose drainage catheter. Provides the following information: "precautions: a ptfe-coated wire guide must be used with this product. Activate hydrophilic coating, if present, by wetting surface of device with sterile water or saline. For best results, maintain wetted condition of device during placement. Based on the information provided, no device return, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. Multiple attempts were made to obtain additional information to fully evaluate the reported difficulty, but a response was not received. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.